Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 162-505 mg/dl with high ketones resulting in diabetic ketoacidosis; cause was not provided. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. Customer was hospitalized and treated with intravenous saline and insulin fluids, administration novorapid and optislim injection, and hartmans solution. Customer was not released from the hospital at the time of event. Customer did not sustain any permanent damage. A system check was performed, and no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.